Manufacturer narrative:
(B) (4). (B) (4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a cesarean section on (B) (6) 2010. While the surgeon was suturing the second layer of the uterus and after 2-3 passes were made with the needle, the needle tip was found missing. An x-ray was taken and the needle was not retained. No pt consequences were reported.